Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and iron deficiency anaemia had resolved and the cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date (B)(6) 2007 & (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Event medical device monitoring error was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and iron deficiency anaemia had resolved and the cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date (B)(6) 2007 & (B)(6) 2008 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and iron deficiency anaemia had resolved and the cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, weight gain, vision problems were added. Case is upgraded from other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.